Manufacturer narrative:
Patient information was requested and the hospital declined to provide the information. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen is broken. The fse clarified the touch screen does not respond to touch and is not able to be calibrated. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The fse replaced the mmi pcba to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.